Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("test revealed right-side essure coil was not in place") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results: on an unspecified date, hysterosalpingogram was performed and showed essure micro-inserts had properly occluded her fallopian tubes. Her test revealed that the right-side essure coil was not in place and her provider replaced the right tubal essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.